Event description:
Technologist was putting a collimator back in the rack - collimator slid off sideways and hit the floor. This was not reported to smva until a telemarketer made a call for a survey on 6/12/97.